Event description:
Additional information was received from the rep. Rep reports all devices were explanted on (B)(6) 2025. Rep clarifies their inquiry regarding impedance values stating that impedances were within normal range. Rep reports it was the provider's opinion that the lead went into the dura during the surgery. Rep reports the provider mentioned that they thought scar tissue 'tented' the epidural space'.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 event date is unknown. Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was going to have a revision because the lead went into the dura and this was confirmed by MRI. The caller stated that the patient had two large hematomas and they completed an MRI. The hematomas had fluid aspirate and they thought that it may be  cerebrospinal fluid (csf). The managing physician (hcp) was concerned that the csf fluid is leaking back to the lead and ins pocket site. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller asked about impedance values and how they correlate to csf fluid. Technical services (tss) reviewed information about impedances.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp) who reported the cause of the dura/hematomas/csf fluid leak was due to the lead passing through to the intradural during the index surgery. This led to the persistent csf leaks. They reported there were no hematomas observed. Hcp reported the lead was explanted after another laminectomy was performed and the dura was closed. The stated the issue was now resolved.